Manufacturer narrative:
Caire is in-process of inspecting and evaluating the returned equipment.

Event description:
Caire was notified of an alleged event that took place on (B)(6) 2010, in (B)(6). The alleged event involved a c1000 portable liquid oxygen unit. The event was reported to caire on (B)(6) 2011. The event is described by the following: "pt was using a c1000 unit while driving their car down the interstate. The pt did not have the unit secure in the car. While driving, the pt hit a pot-hole, the unsecured unit popped up in the air, and the unit turned over and spilled liquid oxygen on the pt's backside." The pt has returned both of their portable c1000 units to caire for inspection.